Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) arrived at the customer site to address the reported event. The fse was able to confirm and reproduce the reported event by running an "all set home". During troubleshooting, the fse found the specimen cap sensor s126 (pia board) was blocked; the flag was mechanically out of position, blocking the sensor. The fse adjusted the flag mounting bracket so that the sensor was not blocked. The fse then proceeded to run an "all set home" multiple times without any errors. The aia-2000 instrument was validated by running quality controls, which passed within published ranges per package insert. The aia-2000 analyzer was performing within manufacturer's specifications. No further action was required by the fse. The aia-2000 analyzer, serial number (B)(4), was installed at the account on 22-jan-2019. A complaint history review and service history review for similar complaints was performed from 22-jan-2019 through aware date (B)(6)-2019. There were two (2) other similar events reported during the search period, which includes this event. The aia-2000 operator's manual, under a4. Appendix 4: error messages, states the following: [4223] main arm z-axis home overrun cause: the home sensor activated improperly after movement of the main arm z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. [4224] interference of dispensing nozzle z-axis of main arm cause: there is a possibility that the dispensing nozzle was interfered with an obstacle such as cap of primary tube. The measurement result will be flagged with the ss flag. Or a command or adjustment value (p05, 191-210) was given for movement beyond the maximum movable distance of the main arm z-axis in the maintenance operation. Solution: remove an obstacle such as cap of primary tube, if any. The most probable cause of the reported event was due to the specimen cap sensor s126 (pia board) flag being out of alignment.

Event description:
A customer reported getting error message "4224 interference of dispensing nozzle z-axis of main arm" on the aia-2000 instrument. The customer reported that the error message began after the waste bin was overflowing. The customer cleared the waste bin and inspected the waste chute and did not find any visible obstruction. The technical support specialist instrument the customer to perform an "all set home" and the aia-2000 instrument generated error message "4223 main arm z-axis home overrun". The customer was unable to run the instrument. A field service engineer was dispatched to address the reported event which resulted in delayed reporting of luteinizing hormone (lh ii), estradiol (e2), prolactin (prl), follicle stimulating hormone (fsh), and intact parathyroid hormone (ipth) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Additional manufacturer narrative: submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. A review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there was nonconformances and failures during the manufacturing process. Problem occurred where the detector lamp could not turn off during production. Prior to release, the main board was replaced to rectify the problem. Corrected data: please refer to MFR site and report source for updated contact name/address information.

Event description:
N/a.